Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected excessive no delivery alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she received a no delivery alarm during a manual prime. Her blood glucose was 176 mg/dl. The customer was advised to disconnect and then reconnect tubing and reservoir. Insulin exited the tubing. The customer was advised to run a fixed prime of 5 units, and the insulin pump did not alarm no delivery. After changing the infusion set, the customer did receive another no delivery. The customer had a blood glucose of 27 mg/dl, which she treated with injection, after she received a no delivery alarm while sleeping. Nothing further was reported.